Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station error message on screen reads fatal exception, error initialized device manager. The field service engineer observed that the communication light emitting diode (leds) on the communication sled were not illuminated, and the internal network adapter showed as disconnected. The communication sled was replaced, resolving the issue. A full system check and electrical safety testing were completed. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen shown error message that hardware issue. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.